Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Exportapce is not marketed in the us however it is considered the same as the us marketed product exportap.

Event description:
The physician used an export ap catheter. A radial approach was used. A sherpa guide catheter was used. There was no damage noted to packaging. The device was removed from the packaging with no issues. The device was inspected with no issues. The device was prepped per IFU with no issues. The device was not excessively torqued. Excessive force was not used during insertion/delivery. Resistance was felt during delivery to the target lesion and during removal with the non-mdt guidewire, when the guidewire was already in the export catheter. The guidewire kinked where it goes into the export device. It is reported that the guidewire got stuck in the export catheter. The physician tried to pull it back but was unsuccessful. The physician then converted to the groin to snare the wire out from the other side. The export was removed through the radial artery. No patient injury is reported.